Event description:
I recently tested positive (confirmed at my doctor's office) for covid-19. As my symptoms have improved, I've started doing at-home antigen tests to see when I test negative so that I can stop wearing my mask at home. I have noticed over this period that the ihealth test did not perform well (very faint positive initially compared with a solidly positive result from another brand when initially diagnosed) and so started to compare test brands as I start expecting a negative test. On (B)(6) 2024 I got false negative results from the ihealth brand test. I was still symptomatic, and tests from accessbio carestart and clinitest done at the same time showed positive results. Based on these results, if I was using only the ihealth brand test, I might have exposed my family to a not-yet-resolved covid-19 infection. As a process note: since I was skeptical of the ihealth performance already, I made sure to both (a) take this test first to ensure appropriate "sample material" and (b) followed the instructions to the letter, very carefully. The tests were taken in the display order: ihealth first, then clinitest (middle), and then carestart. The clinitest even expired in february 2024 and still performed better than the ihealth (not expired).the photo is from the tests done on (B)(6) 2024. Ref report: mw5157881.